Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. After reviewing the information, it was determined that this device is a measuring device used outside of the patient , therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during a tka procedure, 41mm oval patella sizing guide broke off. No delay. Backup device available. No injury or impact to patient reported.